Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The header bag was returned as well. No other components of the device were returned for evaluation. Visual inspection revealed that the carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis at the tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted. Functional testing was conducted, the deployment sleeve was manually tried to be moved into the forward lock position, but it was not possible. Then, the carrier tube was separated from the sheath hub and tried to re-insert it, but again it was unable to move, and extreme resistance was experienced during this action. Then, some force was applied to separate the components and at this time, the carrier tube dissected from the sheath. No more testing was possible since the extreme resistance was experienced during re-insertion of the carrier tube into the sheath. Then, the hemostasis sheath was cut manually, and the excessive dried blood-like substances were observed in the inner wall of the hemosheath which could have caused the difficulties encountered during the functional test. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the while pressing the angio-seal tamper tube, the suture tore. Manual compression was applied for about ten minutes, hemostasis was achieved. There were no consequences for the patient. A pre-deployment angiogram was performed. Right femoral artery puncture. An ultrasound was performed to diagnose the bleed. Multiple sticks were performed. The patient was in stable condition. The procedure was a percutaneous transluminal angioplasty (ptca) rca. A 6fr sheath was used with the device. The blood loss was less than 250 cc's.